Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that conduction failed by influence of the invaded moisture on the subject device, which led to the no image. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. During the evaluation, it was found that the overall appearance of the endoscope was good, with no leakage detected. There was no liquid entering the suction cover, however, there were traces of liquid entering the light guide connector. After replacing the spare light guide connector, the fault disappeared. The ethylene oxid (eto) interface of the endoscope was found normal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer reported (on behalf of the customer) that there was no image showing on the screen while using the evis lucera elite bronchovideoscope. The issue occurred during preparation for use. The intended diagnostic procedure (tracheoscopy) was completed with another similar device. The patient was not under anesthesia, and there no was delay, nor any patient harm associated with the event.